Event description:
Patient presented to the ER after receiving inappropriate hv therapy due to noise. The patient was in sinus rhythm and is not pacemaker dependent. Egm suggested a potential lead crush at the rib/clavicular region. Isometric exercise and arm movement was not able to reproduced the noise. High capture was observed, lead fracture was suspected. The lead was capped.

Manufacturer narrative:
Medwatch form received on 9/28/2009. A partial lead was returned, 12.7 cm from the connector pin. Without the entire lead, a complete evaluation could not be performed. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.